Event description:
It was reported that the t:slim x2 pump battery would not charge despite the user attempting various troubleshooting steps, including using different cables and adapters. There was no reported adverse impact. Customer continued to use the pump for insulin delivery.